Manufacturer narrative:
Complaint no: (B)(4). Baxter medical assessment: the lack of fusion is the result of multiple factors, but due to the described implant failure and diagnosed resorption of the bone implant material it appears that the bone substitute has caused or contributed to the non-fusion of the spinal instrumentation. The reported serious adverse event is related to the use of inductigraft. Upon completion of investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information was received from the clinical study team lead, however the additional clinical information did not change the conclusions of the causality determination in the previous medical assessment, it just confirmed radiologically the resorption of the implant material and the non-fusion. Baxter (B)(4) completed the investigation. Sample evaluation could not be performed as no sample was available. Batch record review was performed for the reported lot and it was determined all released product met specifications and no deviations or non-conformities were reported during the manufacturing process of the batch, which were deemed to affect or result in the reported event. No trend was identified. Per (B)(4), further investigation could not be performed as no sample was available. The case will be kept on file for trending purposes.

Event description:
Additional information received from reporter on (B)(4) 2014: the date that the event of "arthrodesis was not achieved" was seen on (B)(6) 2014. It was then decided to reoperate the patient. The patient was put on the waiting list. The patient was admitted (pre-operatively) on (B)(6) 2014 and operated on (B)(6) 2014. Therefore, the correct date for the "onset of the first signs/symptoms of the ae" is (B)(6) 2014. Also, there is a CT scan from (B)(6) 2014, which will be provided to the cra. Additional information received on (B)(6) 2014 in review of recent independent imaging analysis: this subject has not shown fusion at any protocol indicated time point, thus far (6 month x-rays & 12 month x-rays & CT). At 12 month ((B)(6) 2013) the independent radiologist observed radiolucency surrounds both pedicle screws on the right side. One would not likely expect this latest confirmatory CT imaging to demonstrate anything much different from the 12 month analysis.

Event description:
Please know that inductigraft is not registered in the us. It has similar composition to actifuse bone graft substitute (k081979). The following is a report from a clinical study ((indous1001)), a prospective open-label non-randomized multi-center clinical study to evaluate the performance of inductigraft. Protocol#: indous1001; ce#: 555609; site#: 13; subject#: 002. Patient height: (B)(6). Site reported ae-term: arthrodesis not achieved. Action taken: re-surgery planned. Onset of first signs/symptoms of ae: (B)(6) 2014. Admission date: (B)(6) 2014 (day before the surgery) date of operation: (B)(6) 2012. Trial device expiry date: jan 2014. Time elapsed between operation and onset of first signs/symptoms of ae: 28 min/23 hrs/0 days/ 13 months (onset of symptoms on (B)(6) 2013). Concomitant drugs taken at the time of ae: none. Event description: implant failure. Inductigraft reabsorption. Re-operation needed due to loosening of pedicle screws with inductigraft reabsorption. Pseudoarthrosis. Arthrodesis not achieved at 18 months follow-up with implant mobilization and increasing lumber pain. Correction surgery to treat the ae: remove implants and do a re-instrumentation supplemented by a tlif l4-l5 and re-arthrodesis with iliac crest bone graft posterolateral and intersomatic. Site reported seriousness criteria: involved or prolonged hospitalization and intervention required. Site reported severity: severe. Patient outcome: unresolved / ongoing. Causality assessment: likely related to device, and unlikely related to procedure.